Manufacturer narrative:
Based on the claim against the product by the customer noting that the tip of the force bipolar instrument was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damage to the molded insulator at the grip base. A piece measuring approximately 0.090" x 0.102" was found to be broken and not returned with the instrument. There was no damage to the conductor wire. The instrument grips were manually manipulated and passed the electric continuity test in all three attempts. The complaint regarding instrument damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the provided image is consistent with the alleged complaint: the tip of the force bipolar instrument was damaged. This is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted distal pancreatectomy surgical procedure, the tip of the force bipolar instrument was damaged, and a fragment fell into the patient. At this time, it is unknown if the fragment was retrieved from the patient.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the force bipolar instrument tip was broken. The customer used a new force bipolar instrument to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use with no issue. The surgeon did not notice any issue with the instrument functionality during the procedure. The force bipolar instrument was broken without colliding with any other instruments or tools. The instrument was removed prior to the breakage, and the wrist was straightened prior to removal. The fragments were retrieved using another instrument. A piece approximately one millimeter in length was missing. There was no additional surgical procedure. No post-operative test was performed to check for the remaining fragments. There was no patient injury, and the patient did not return to the hospital for any post-surgical complications.